Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 450 mg/dl, which was treated with the insulin pump. Blood glucose level at the time of the call was 297 mg/dl. Troubleshooting was not completed as the customer did not want to perform a set change. The insulin pump was not replaced or returned for analysis.